Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 190 mg/dl.